Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed a kink on the tip area and the hemostatic valve was dislodged inside the hub component. The dilator was not returned. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodgment is related to the resistance reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo 8.5f bi-directional guiding sheath small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that during the case preparation, when inserting the dilator into the vigigo, it got stuck at the hemostatic valve part and it could not be inserted. The issue was resolved by changing the catheter to another new one. The hemostatic valve was not cracked. The procedure was completed without patient's consequence. Additional information received indicated there was no physical damage on the sheath/dilator due to the resistance. There was no damage/separation to the hemostatic valve. There was no occlusions during irrigation and the sheath was not narrowed, partially or completely blocked. On 30-sep-2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was found dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable product malfunction.